Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please refer to manufacturing report number 2015691- 2021- 05269 for the sheath and 2015691- 2021- 05267 for the valve frame. The 29mm commander delivery system was returned to edwards lifesciences for evaluation after used in procedure. The delivery system was fully inserted through sheath with loader cap over flex shaft, unlocked, no fine adjustment, and 1/4 flex. The valve was crimped over the inflation balloon. The returned device was visually evaluated. The sheath liner was delaminated and compressed on flex shaft. One (1) strut on the valve outflow was bent outwards. Gouges were observed on one side of flex tip. During functional testing the gross alignment was able to be performed and the delivery system was able to be fully flexed. Due to the nature of the complaint, no dimensional testing was performed. Imagery provided from the site was evaluated. Patient anatomy showed significant tortuosity and the crimped valve was on inflation balloon. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As the returned device shows no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from september 2020 to august 2021 for the edwards commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through the provided imagery as well as the evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR(device history record) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''patient had a very tortuous aorta and there were difficulties getting devices up to the annulus''. Per imagery review, patient had significantly tortuous anatomy. Tortuosity can create challenging pathway during the delivery system advancement through the patient's anatomy. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. As reported, ''extremely tortuous, attempted to align valve on balloon and distal end of valve strut got caught on the balloon and could not be moved''. In this case, it is possible that the valve alignment was performed at non-straight section, which can be suggested by the uneven gouges on the flex tip. Performing valve alignment in a non-straight section can make the valve become unseated (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the inflation balloon. A non-coaxial valve can result in high valve alignment forces, thus increasing difficulty with gross valve alignment attempts. Additionally, a previously conducted engineering study revealed that preforming valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Thus, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported alignment difficulty event, however, a definitive root cause was unable to be determined at this time. As reported, ''it was decided to withdraw the valve back into the sheath, but the proximal end of the valve struts got caught on the sheath and got stuck''. Per visual inspection on returned devices, one (1) crimped valve strut at outflow was bent outwardly. This indicates that the valve strut likely interacted with the sheath tip during device removal and resulted in withdrawal difficulty. With a tortuous patient anatomy, the delivery system (with crimped valve) was retrieved in a non-coaxial angle through sheath distal tip, which resulted in the valve apices becoming more susceptible to catch onto the sheath tip during delivery system retrieval through sheath. In such condition, attempts to manipulate the device to overcome the withdrawal difficulty can cause damage to the valve, thus increasing the difficulty with delivery system withdrawal. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported alignment difficulty event, however, a definitive root case could not be determined at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a pra is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The IFU and training manuals for commander delivery system, device prep manual, and procedural training manual have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in australia, the patient underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. As reported, no resistance was felt during valve crossing through the sheath. The patient had a very tortuous aorta and there were difficulties tracking devices up to the annulus. The team attempted to align the valve on balloon at which time, the distal end of valve strut got caught on the balloon and could not be moved. It was decided to withdraw the valve back into the sheath, however the proximal end of the valve struts got caught on the sheath and became stuck. The only option was to remove the entire system. Vascular surgeon was called and removed the valve and sheath together. A second sheath was inserted and a second valve was successfully placed. Both an aortic dissection and right femoral dissection occurred, both repaired by the vascular surgeon with stents, and associated to the first delivery system/valve used. The patient was reported as well post procedure.